Event description:
It was reported that the pt was admitted as an outpt in 1996 for a right inguinal hernia repair with a mesh product, and was discharged without complication. An absorbable suture was used. In 10/1996 pt was admitted with right inguinal cellulitis. Pt had a history of a right inguinal hernia repair and there had been chronic swelling post-operatively. Four weeks prior to admission the pt noticed an area of drainage so their physician subsequently placed them on antibiotics. The abscess had decreased in size however persisted and pt was therefore admitted for further treatment. Pt was taken to the o.r the next day for exploration and excision of a chronic sinus tract and removal of infected mesh. The mesh was removed in it's "ontiroty" and pt was treated with IV antibiotics.